Event description:
Procedure type: "dhs implantation of a per-trochanter femur fracture". According to the reporter: "about twelve revision surgeries were necessary with multiple mosteo synthesis, creating a girdlestone-situation. Wounds still revision needed. Stationary treatment continuing at the moment. See complaint."